Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. In order to pin point the defect, the unit was connected to an 880-36kit breathing circuit, and a universal temperature probe. The unit was turned on again and passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.). Once the unit moved into operational mode the reported defect was tested. When the unit is placed in "set" mode to adjust temperature, the "+/-" illuminated buttons are not displaying. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. The defect is associated with the user interface pcb, ID# 12261, which manages front panel buttons and lights, etc. The root cause can be identified with the pcb, but not to the specific component of that pcb.

Event description:
The complaint is reported as: "the +/- button is not showing up in the invasive/non-invasive modes and customer is not able to change temperature." Issue found prior to use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the +/- button is not showing up in the invasive/non-invasive modes and customer is not able to change temperature." Issue found prior to use. No patient involvement.